Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil was returned for this complaint. The interlocking arm was found detached and missing from the rest of the coil. The coil was returned stretched where the interlocking arm is supposed to be. Also, the coil was returned severely stretched along its body. The pusher wire was not returned. The zap tip has a smooth surface. Outer diameter of the zap tip and primary coil were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the idc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between: the microcatheter and guiding catheter, and the microcatheter and any intraluminal device." (B)(4).

Event description:
It was reported that the coil protruded from the tip of the catheter upon removal. The moderately tortuous target lesion was located in the internal iliac artery. A 4mmx8cm idc was used together with a non bsc microcatheter. During vascular embolization, the coil came out from the microcatheter and it was confirmed under fluoroscopy that the device was unable to detach. Retrieval was attempted but the device got stretched. Upon removal of the device, it was noted that a part of the coil protrudes from the tip of the microcatheter. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil protruded from the tip of the catheter upon removal. The moderately tortuous target lesion was located in the internal iliac artery. A 4mmx8cm idc¿ was used together with a non bsc microcatheter. During vascular embolization, the coil came out from the microcatheter and it was confirmed under fluoroscopy that the device was unable to detach. Retrieval was attempted but the device got stretched. Upon removal of the device, it was noted that a part of the coil protrudes from the tip of the microcatheter. No patient complications reported.